Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 158 mmol/l, potassium result was 4.65 mmol/l and chloride result was 88 mmol/l. These results were reported outside the laboratory. The doctor requested the sample be rerun. The repeat sodium result was 141 mmol/l, repeat potassium result was 4.13 mmol/l and repeat chloride result was 101.8 mmol/l. These results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative could not determine a cause. He performed ise precision and verified the system was operating per specifications. The customer repeated 20 patient samples and verified the results. During further investigation, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the patient data showed the chloride results behaved the opposite of the sodium and potassium results. Possible causes of this phenomenon are air in the sample channel, leakage current coming from the waste or an old and/or expired reference electrode.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.